Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested 2.7 inr on the coaguchek xs system at 1:21 pm. The customer had a bloody stool around 3:00 pm and went to the hospital where she was admitted. The customer was released from the hospital on (B)(6) 2015. During the hospitalization, the patient stated she was tested and the result may have been between 2.5 and 3.5 inr. The customer was unsure of the specific result. The customer was treated with three blood transfusions, had a colonoscopy, heparin drip, and egd. The customer was currently fine. Requested return of suspect system and replacement was sent.